Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling extraneous stimulation at various time during the day. Follow-up indicated that the patient was experiencing phrenic nerve stimulation at programmed outputs. The right ventricular (rv) lead was reprogrammed as output was reduced, and the lead remains in use. No further patient complications have been reported as a result of this event.